Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging that the meter does not power on. The pt did not exhibit any symptoms or seek any medical intervention due to the reported issue. The patient was using the correct test strips at the time of the issue. The meter is not a new product (out of box). Customer care advocate (cca) had the patient insert the test strip all the way into the meter and the meter did not power on. The meter was replaced. The complaint is being reported due to the power issue.